Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received on october 31st, 2018 states that the lead had no other electrical failures.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, lead dislodgement issue was observed. The lead could not be fixed when it was placed on the ventricle. Physician attempted this several times to replace the lead but was unsuccessful. Lead was not used. Physician opted to implant a new lead to completed procedure. Patient was stable with no adverse consequences.